Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. Based on addition information received from the site, the myocardial infarction occurred in the rca of a different branch, not in the vessel where ivl therapy was performed. There was no ivl device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
This event was reported to shockwave medical through the marble-j study. A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca). It was reported that the patient experienced a myocardial infarction (mi) in a different branch of the rca, not in the vessel treated with ivl, on the day following the procedure. The procedure was completed as intended and the patient was discharged. According to the physician, there was no causal relationship between the event and the ivl device. No additional information was provided.